Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring was missing. Customer¿s blood glucose level was unknown. Customer stated that the connection with reservoir compartment had broken. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case and faded serial number label. No retainer ring damage noted during visual inspection.(B)(4).